Event description:
It was reported by service report that the brakes would not stay engaged and mattress was missing velcro. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam, velcro.